Manufacturer narrative:
No button error alarm as noted. All button/keypad received with no button response due to lcd keypad connector unlocked. Unable to perform functional test due to keypad anomaly. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, and cracked lcd window. Pump received with missing segments due to cracked lcd zebra connector.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a unresponsive up arrow button and there is a line through the display screen. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.